Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the doctor successfully performed the epidural, the tubing could not be flushed because it was not patent. There was patient involvement; however, no patient harm was reported.